Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that during an anterior promontofixation with placement of tapes via laparoscopy, one of the jaws of the needle holder broke during the introduction of the instrument into the abdomen. After searching the environment and surgical exploration, the broken jaw could not be found. Presence in the patient's abdomen of a 2x8.5mm piece of metal found during an unprepared abdominal x-ray on (B)(6) 2024. Actions taken in the care facility to manage the patient: inform the patient of the risks. Due to the fragement remained in situ a report is required.